Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient said they are having a hard time recharging. Patient said they did a pocket revision last november to see if that would help. Before the pocket revision the patient was not able to charge the ins at all. Patient said they had gained quite a bit of weight. Patient has not been able to get the implant to 100% since the pocket revision. Patient said it took them 80 minutes to get to 40%. Reviewed 1707 code. Patient was laying down on their side. Patient stood up and leaned forward. Patient was able to connect to the implant and charge from 20 % to 30%. Asked patient if they could feel all 4 sides of the ins patent said they can feel the top 2 sides of the ins. Patient said this has been an ongoing issue. Patient said they have seen multiple different service codes.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient called back about the replacement recharger that she was sent. She said a couple months back she had called in and got a replacement recharger. The next day she got it and couldn't get it to recharge the stimulator. She said she hadn't been using her stimulator. The doctor said they wanted her to try using the stimulator again. Patient hadn't charge the stimulator. When patient turned on the recharger it would shut off and give an orange light and shut off. Walked the caller through pairing the recharger again. Patient was then able to get the recharger to work and connected to the stimulator. Patient got the open loop. Told patient they will need to leave it there for 30 minutes until it switches over and starts a normal charge.

Event description:
Additional information was received from the patient (pt). They reported that they were going to the device replaced because it hasn't worked. Reviewed what to do with external devices and reviewed ID card.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID wr9220. Serial# (B)(6): product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). They reported that they continued to have the on going battle of not being able to charge. The patient will connect with recharger and then loses connection right away. Patient has been sent a new recharger and controller unit and remote. When they tried to recharger today they were prompted to set up the unit again. Patient has met with the field rep several times since the revision and hasn't been successful recharging since the revision. Before the revision the doctor told the patient they didn't think the revision was going to change anything because it wasn't bad to beginwith, but since it was suggested he would do the revision surgery. Today patient took off their apple watch and there was no emi around, they had it against bare skin and also added a towel in-between, repositioned the recharger, can feel the stimulator and not tilted or deep, applied pressure to recharger, suggested crossing legs or leaning forward. Patient would briefly connect and show 10% and then it would search again. Patient has an appointment today with health care provider (hcp).

Manufacturer narrative:
Continuation of d10: product ID wr9220 lot# serial# (B)(6): product type recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient called back to report that they have continued to experience poor coupling while charging the ins. Patient repeated that they had a pocket revision that didn't help. Patient mentioned that they have been wetting their pants and having bowel accidents due to them having difficulties charging the ins. The patient said it takes an hour to charge from 0% to 20%. Patient stated that they have tried everything they could for troubleshooting, which included repositioning the recharger, charging with and without the belt, adjusting the position of their body, and working with a mdt rep. The patient asked if they could get the recharger replaced to rule it out. Agent reviewed that it was unlikely that a replacement recharger would resolve the coupling issue, but the recharger had never been replaced before so agent re-opened the case and sent a request to the repair department to replace the recharger. Patient was advised to follow up with their hcp if the coupling issue persists.